Manufacturer narrative:
B1: added product problem, omitted in error on the initial report. Additional information the physician felt it was all vascular related and not any issue with the pump.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the delivery issue most likely to be patient condition related per clinical details of possible stenosis and the physician felt it was all vascular related.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the left axillary artery in an 81-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) and a history of coronary artery disease. The clinical team was initially unable to pass the impella 5.5 through the right axillary approach. The approach was switched to the left axillary artery; however, despite multiple wires and techniques, the impella 5.5 could not be advanced across the aorta. The physician ultimately decided to abort the upgrade attempt and leave the existing impella cp in place. The reported events are failure to advance, medical device removal and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during device removal; however, the removal was performed without consequence to the patient, and support was resumed without any known adverse events.